Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when inserting the catheter into the sheath and aspirating at the 3-way stopcock, air could be seen coming from the sheath. This only happened when the catheter was inside the sheath. To continue the procedure safely, the sheath was replaced with a new on. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.